Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although a temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. Should additional information become available, the investigation will be reassessed.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized for peritonitis from (B)(6) 2018. A peritoneal effluent fluid culture was collected on unknown date and the results were positive for pseudomonas. While hospitalized the patient was treated with vancomycin (dosage, frequency, route and duration unknown). After discharge the patient was treated with cefepime and vancomycin (dosage, frequency, route and duration unknown). The patient was temporarily transitioned to hemodialysis during recovery of the event but is expected to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.